Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower patient was not discharged appropriately. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not discharged appropriately from pyxis. A technical support specialist logged into patient encounter system, and searched for the provided patient ID, noticing the patient was still showing as admitted on the server. A cast patient query was run, revealing the latest status as 'transfer and update.' The specialist advised the customer to discharge the patient from the hospital end. The customer confirmed they managed to discharge the patient. The system functioned as intended after the technical support specialist troubleshot the device.